Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in non-target areas. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.